Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the anchor fractured off.

Manufacturer narrative:
The patient's ethnicity/race was reported as n/a by the healthcare professional. Additional information was added to section a2, a3a, b3, and b5. Manufacturer internal reference number: (B)(4).

Event description:
Event was reported on 02/20/2026. The healthcare professional reported that the anchor fractured off a silent nite 3d sleep device. The patient a sixty-one-year-old female, presented the issue on (B)(6) 2025 and discontinued using the device on (B)(6) 2025. Per the report the healthcare provider did not observe any patient symptoms or permanent injury and no medical and or surgical procedures were required. The patient followed the cleaning and storage directions.